Event description:
The metal back patella was severely worn and cracked. Additionally, the primary insert showed mild wear. These items were revised with no further incident.

Manufacturer narrative:
The info for section f1-14 was obtained from the hosp by the sales rep and has been completed by the MFR. When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2219689-1998-00137.